Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after sealing the tissue in a laparoscopic assisted vaginal hysterectomy procedure, the tip of the device was sticky and it was difficult to remove from the tissue. An end tone was heard. They used a new device to resolve the issue. There was no patient injury.